Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not inflate after the patient experienced a fall. A revision surgery was performed, during which the physician confirmed that the implant on the right side was exposed. The right corpora had a large aneurysm, allowing the implant to expand outside of the corpora. The entire outer sheath of the right cylinder was torn, resulting in fluid leakage. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Extrusion, fluid leak, hole/perforation, bulge, and inflation issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of extrusion is a known risk associated with this device type and indicated as such in the instructions for use. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not inflate after the patient experienced a fall. A revision surgery was performed, during which the physician confirmed that the implant on the right side was exposed. The right corpora had a large aneurysm, allowing the implant to expand outside of the corpora. The entire outer sheath of the right cylinder was torn, resulting in fluid leakage. The device was explanted and replaced. There were no further patient complications.